Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised with a femoral head on (B)(6) 2014 due to chronic dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions.¿

Manufacturer narrative:
This follow-up report is being filed to relay initial procedure date of (B)(6) 1995, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 1995. Subsequently, a revision procedure was performed on (B)(6) 2011 due to unknown reasons. It was further reported that patient was revised on (B)(6) 2014 due to chronic dislocation. A review of invoice history reveals the modular head was removed and replaced.